Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the used in this incident, it was determined that drawer was failed. A field service engineer checked station and there was no failed drawer. Customer resolved by rebooting station. The system functioned as intended after the customer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user was unable to recover a failed drawer. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.